Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not stay in the correct mode. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included incoming system testing and two hours of stress testing, functional testing using all four modes (ac, simv, CPAP, and bl) and internally inspected without duplicating the reported malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device activity logs did not show any faults that could be associated with customer report.